Manufacturer narrative:
G4:10mar2021. B4:13mar2021. H11:b5: the reported problem was backup alarm failure. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 04sep2020.

Event description:
Customer contacted technical support (ts) stating that unit backup alarm was sounding. The device was in patient use at the time the reported issue was discovered; however, there was no harm to the patient or user. Customer reported no impact to the patient care due to this reported issue. The manufacturer's product support engineers (pse) evaluated the unit and could not duplicate the reported issue. Error code of backup alarm failed in the unit's diagnostic report (drpt). The pse replaced the unit's cpu pcba (central processing unit printed circuit board assembly) to resolve the reported issue. Preventative maintenance (pm) was also performed on the unit. Unit passed required performance verification tests per philips standards.

Manufacturer narrative:
G4:29oct2020. B4:14jan2021. The central processing unit (cpu) assembly was returned for evaluation, the reported problem could not be reproduced. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.